Event description:
Customer reported via phone, he was experienced having high blood glucose, 504 mg/dl, for the three and half hours. Customer is unsure of what may have been causing her to go high. She has treated with the insulin pump and blood glucose wasn't lowering, she is feeling sick, hot, and thirsty. Troubleshooting was performed and it was found the drive support cap was normal. No air bubble or leaks noted, however earlier in the day the customer took a shower and noticed the quick release was loose. Customer declined to check for issues with the site or insulin. Settings and programming were correct as well. Customer was advised to monitor the device closely. Customer declined other troubleshooting. She checked blood glucose and it had lowered to 455 mg/dl. Customer had administered a syringe of seven units. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.